Event description:
This is filed to report clip migration it was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The mean gradient pressure was measured at 3mmhg. It was noted a flail was present on the mitral valve. An xtw clip was inserted and deployed on the mitral valve without issues. To further reduce mr, a second xtw was inserted, and the leaflets were successfully grasped. However, the gradient increased to 7mmhg. Due to the increased gradient, the physician decided to not implant the clip and change to a smaller size. When attempting to retract the clip into the left atrium (la), the physician felt resistance. Additional force was applied, and the clip was able to be retracted into the la. However, the physician then observed the clip must have been caught in the chordae as a chordal rupture occurred, causing the leaflets to slightly change orientation. This caused the implanted xtw to slightly migrate on the leaflets. The implanted clip remained stable on the leaflets and the second xtw was successfully removed without further issues. It was noted after removal of the clip, the gradient returned to baseline. To further reduce mr, an nt clip was inserted and successfully deployed on the mitral valve, reducing mr to a grade of 1. However, the gradient returned to 7mmhg. Although the gradient increased, the physician was satisfied with the result of the procedure. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip referenced is filed under a separate medwatch report number.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint identified no similar complaints from the lot. All information was investigated, and the reported migration (partial clip movement) appears to be related to user technique/procedural circumstances associated with the difficulty removing the second clip from the anatomy. There is no indication of a product issue with respect to manufacture, design or labeling.